Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6)/2009, pt reported he was having a problem with insulin getting in his infusion device. Pt stated, he inspected his infusion device and noticed condensation between the base of the cartridge and the piston rod. Pt reported he attempted to retract the piston rod before the cartridge was fully removed. Had pt dry chamber with a cotton swab. Pt reported condensation does not smell like water and is likely insulin. Pt stated he does not attach the infusion adapter or infusion tubing before inserting the insulin cartridge. Advised to do this to protect infusion device from insulin ingress. Advised pt on how to dry chamber and perform a change the cartridge procedure with a partially filled cartridge. Reviewed when to change the insulin cartridge and infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.